Event description:
It was reported when using the bd preset¿ syringe with attached needle the plunger was deformed. The following information was provided by the initial reporter. The customer stated: "the nurse found the plunger stopper of the arterial blood collector was skewed. The blood collector could not draw blood normally."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to deformed plunger stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode deformed plunger stopper. Bd was not able to identify a root cause for the indicated failure mode.